Manufacturer narrative:
Additional information : the device was manufactured from september 28, 2018 - october 01, 2018. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "at the administration port". This issue was identified during mixing; therefore, there was no patient involvement. No additional information is available.